Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the dermatome shredded the patient's grafted tissue that was needed to be meshed and placed back on the burnt areas of the body. Also, the handle broke and fell apart. Due to the delay between the incident and the provision of the information given to the customer for reporting purposes, no additional identifying information exists regarding this matter. No additional adverse event was reported as a result of this malfunction.